Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not calibrating. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor were not aligned. It was indicated that the connection between overlay and xy board required cleaning and reseating. It was also indicated that the power cord bay assembly was broken and the side universal serial bus (usb) port was damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.